Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015; during the same surgery, the patient was re-implanted with a new device. This report is filed january 12, 2016.

Event description:
Per the clinic, the patient experienced lack of sound perception subsequent to a reported fifteen years of device non-use. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.